Event description:
Caller reported a minimum fill notification, and there was no adverse impact on the customer¿s blood glucose level. The caller was reloading the cartridge with 80 units or more of insulin remaining, but they declined to remove the pump from its case despite advice from the technical support. No additional information was provided.